Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient used an unspecified anti-inflammation drug for treatment of the peritonitis. At the time of this report, the patient was recovered. Dianeal therapy was ongoing. No additional information is available.